Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer was unsure but suspected the cause was due to prolonged physical activity; however, the customer continued to experience low bg levels until the next morning. Juice, cookies, and chips were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.